Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 02:52:26. During night drain cycle four, the patient's ultrafiltration reading was 1421ml, indicating the home patient (hp) drained 1421ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and a sample evaluation was performed. This complaint is an ancillary service event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of was undetermined. Should additional relevant information become available, a follow-up report will be submitted.